Event description:
I went into surgery to have a bakers cyst removed. I awoke from surgery in extreme pain and was never informed or consented to having multiple devices implanted. I only know about them now due to complications with pain, swelling, allergic and inflammatory reaction that hasn't healed. My femur and surrounding bone is experiencing post operative osteopenia and the marrow has been described as yellow and hazy. On MRI my acl has been described as "some type of acl augmentation". I only have one femur tunnel, my knee is mechanically unstable and the acl appears torn to some and experiencing mucoid degeneration and high signal in others. Additional product details: unable to locate any more information on the implant except for the last line on my surgery report page 178 stating that a bear collagen implant was used with two swivel locks.